Event description:
PICC line was inserted and a week later, the smaller lumen was blocked, so the bigger lumen was used under MRI and broke during use (1820334-2012-00567). This complaint has arisen from the customer power injecting a silicone PICC. The customer has admitted fault and actually threw out the PICC before the rep got in. The patient had the PICC removed and a new one placed.

Manufacturer narrative:
(B)(4). Event is still under investigation.